Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on the reported information, the reported difficulties and subsequent unexpected medical intervention appear to be due to circumstances of the procedure. It is likely that the stent was not fully apposed to the vessel wall or deployed within a curved area of the vessel, such that the retrieval catheter encountered difficulty trying to advance through to successfully recover the filter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right carotid artery. The emboshield nav6 embolic protection system (eps) recovery catheter became entangled in the stent struts of an unspecified stent. The recovery catheter was ultimately advanced thru the stent using multiple maneuvers including pushing the catheter thru the stent with an unspecified micro guide catheter and a balloon. The filter was successfully removed with the recovery catheter. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.